Event description:
Patient came in for optimized lasik procedure ou on (B)(6) 2016. Procedure went smoothly and was uneventful. On one day post op patient reported discomfort in the left eye. Post op shows general appearance of flaps ou was normal. On (B)(6) 2016, patient presented with striae in od and partially dislodged flap with epi defect and/or viral infiltrate. Lift and smooth was done on od that same day and bcl placed in os. Os was treating- valtrex, vigamox, zirgan and durezol- patient is healing and next follow up is (B)(6) 2017. On (B)(6) 2017 vasc 20/20 od, 20/25 os. Ref MFR #3003288808-2017-00698.